Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon burst on the day of placement. The user had heard a burst sound, and balloon damage was confirmed. There was no patient injury reported. The following day, the patient was examined by a urologist, where it was confirmed that there were no remains in the patient's body. The user stated the remains were passed out of the patient's body through urine. The patient was predisposed to pull on the catheter.

Manufacturer narrative:
Received only catheter for evaluation. The reported event was confirmed as cause unknown. Visual inspection noted irregular balloon burst. No pieces of sac were missing. Per the functional evaluation, water was introduced into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. The following results were obtained from the dimensional evaluation: eye snip length: 2/32¿. Inflation lumen coverage: 8 thou. Balloon thickness: 23 thou. Burst initiated from bottom collar of sac: 11mm. Per the tactile evaluation, the balloon thickness measured 23 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edges instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: (1) patient with known allergy to silver coated catheter". (B)(4).

Event description:
It was reported that the balloon burst on the day of placement. The user had heard a burst sound, and balloon damage was confirmed. There was no patient injury reported. The following day, the patient was examined by a urologist, where it was confirmed that there were no remains in the patient's body. The user stated the remains were passed out of the patient's body through urine. The patient was predisposed to pull on the catheter.